Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on january 2, 2017 with blood glucose of 35 mg/dl. The customer stated that he had a seizure prior to the event. The customer was treated with IV drip at the hospital. The customer's current blood glucose was 131 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer reported the drive support cap to appear flushed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The drive support disk was inspected and no anomaly was noted. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The pump passed the delivery accuracy test. No cosmetic damage was noted.